Manufacturer narrative:
Intuitive surgical, inc. (Isi)receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 25745 error was found indicating the patient clearance tornado down button on usm is unstable or noisy, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was noted by the tornado buttons and on the insertion switch assembly. Also, corrosion and mold were found on the axes controller spar board 3 (acsb3) printed circuit assembly (pca), replicating the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the tornado switch assembly was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to contamination due to a fluid intrusion on the tornado switch assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report the patient clearance button on the universal surgical manipulator (usm) arm 2 was not working. No troubleshooting was performed during the call. The caller was instructed to stow the system once undraped and then deploy it for draping to see if the patient clearance adjustment would work. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 25745, indicating a potential issue. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm 2 continued to function despite an issue with the patient clearance button, so the surgeon did not disable the arm. Although the error was not resolved on the same day, the procedure was successfully completed using all four arms. The customer performed a hard reboot on the following morning, which resolved the issue.